Manufacturer narrative:
Attempt to contact the customer was unsuccessful, as no accurate contact info was provided. As no further info was provided and the original product has not been returned for further eval, no definitive conclusion regarding the root cause can be determined. Should new info or the product be obtained, a supplemental report will be filed at that time. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.

Event description:
The customer reported she was given the breast pump in (B)(6) 2010 and had only used it a few times. She indicated it was too painful for her.